Event description:
A customer reported a light anesthesia case. Reportedly, the anesthesiologist noted that the agent gas monitor showed 0.15% when he noticed the patient moving. The vaporizer dial was set to 1.5% and the fresh gas flow was 3 lpm. The dial settings were then increased to 8%, and the fresh gas was increased to 6 lpm. The patient reportedly required posttraumatic treatment. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.